Event description:
After an implantation time of about 3 months, inappropriate shock impedances were reported. Both the device and lead were explanted. Linox s 65, MDR 1028232-2009-00322.

Manufacturer narrative:
The analysis of the ICD revealed no indications of a device malfunction. The ICD proved to be fully functional with respect to its anti-bradycardia and anti-tachycardia features. The visual inspection of the ICD connection system revealed a damaged set screw of the ventricular p/s connector. The inner hexagon of this set screw showed rounded edges most likely caused due to the presence of strong external forces, resulting in the observed difficulties of disconnection during the explantation procedure. The analysis of the lead as well as the analysis of the ICD did not reveal any sign of a material or manufacturing problem.